Manufacturer narrative:
On 7-14-2023, the following information was reported: in addition to the pump touch screen cracked and unresponsive issues, the touch screen was also unreadable. H6 (add code 1408).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was 154 mg/dl. The customer reverted to an alternate method in insulin therapy.